Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient experienced a fall in (B)(6) 2010, due to ice and snow on the ground. Since a month ago when the ins is turned on, he has felt stinging over the battery site. Patient has requested a medtronic representative interrogate the device. Additional information has been requested and if received, a follow up report will be sent.